Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, there was difficulty opening the jar that contained the valve. With much difficulty, the lid of the jar was eventually able to be removed. However, as the lid was removed, the gasket on the bottom of the lid fell into the jar that contained the valve. Subsequently, the valve was deemed contaminated and new valve was utilized to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the valve in this report may have caused or contributed to a death or serious injury or that the valve in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. H6. Additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, there was difficulty opening the jar that contained the valve. With much difficulty, the lid of the jar was eventually able to be removed. However, as the lid was removed, the gasket on the bottom of the lid fell into the jar that contained the valve. Subsequently, the valve was deemed contaminated and new valve was utilized to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that the gasket was half torn. However, there was no white or loose particulate from the jar lid seal/gasket observed.